Event description:
It was reported that there was a red bar across the screen of the system monitor. The system monitor was turned off and on again and the bar went away.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event, of a "red bar" across the screen of the system monitor, was confirmed as the customer sent in a photo of the screen. However, a malfunction of the system monitor was not confirmed, as the monitor was not returned for an analysis. The customer fixed the issue after the monitor was turned off and on, and the "red bar" went away. An email with request for missing meaningful data (serial number of the system monitor) was sent to the customer; however, no information was provided and no parts were returned for evaluation. To date, the system monitor is not available for analysis. As result, this complaint will be closed accordantly. Although the system monitor was not returned for evaluation, a corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Review of the device history records was not conducted as the device identifying serial number was not provided power module instructions for use, revision b states if the screen does not function properly, contact the company's technical service department for assistance. Heartmate iii patient handbook, revision b, section 1 cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.